Event description:
The head of the bed cannot be raised. It can be raised manually, but slowly drifts back down.

Manufacturer narrative:
The tech replaced both the head up and down valve solenoids and the CPR solenoid to repair the bed.